Event description:
It was reported that the side port became disconnected from the introducer sheath, with some blood loss occurring. The patient developed a-fib and then experienced a stroke. There is no additional information available at this time.